Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported that after unsuccessful attempts at proper suction due to patient fixation with block and inflated conjunctival tissue, laser assisted cataract procedure was converted to manual procedure. Patient has a dense cataract that had been blocked prior to procedure. The anterior capsule was stained and an anterior capsule notch was seen. The case was completed.

Manufacturer narrative:
The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).